Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the black pulse wire solder connection being broken. The belt was unable to pass falloff testing. The root cause for the broken solder connection could not be positively identified. There was no adverse event that resulted from the damaged monitor.